Event description:
It was reported that during a meniscus repair, t1 was deployed but t2 could not be deployed. The procedure was completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
D4: updated. H10. H3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. The suture has been cut above t1. T1 was not returned for examination. T2 is intact and shows no abnormalities. The actuator is in its t2 post deployment position indicating multiple trigger advancements. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing the delivery needle during attempted deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.